Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to system infection. It was noted that a new system will be implanted once the infection is resolved. No adverse patient effects reported.